Manufacturer narrative:
A specific root cause was not determined. The calibration and quality control results were acceptable and do not show evidence of a reagent issue. The instrument was checked by the field service representative and was within specification, with no evidence of an instrument issue. It was determined the customer was using a centrifugation time that was too short and too fast for processing patient samples. This may be a possible cause for this event. There was no patient treatment based on the initial result.

Event description:
The customer had experienced an intermittent issue since may with a specific instrument alarm and received questionable beta-hcg results for one patient sample. The sample was drawn in the emergency room and tested using a cobas 6000 e601 module, serial number (B)(4). The initial beta-hcg result was 0.277 miu/ml and was reported as <5 miu/ml to the emergency room. The physician immediately questioned the result since the patient had been in the day before ((B)(6) 2011 and had a beta-hcg result of 42,332 miu/ml that day. The sample drawn on (B)(6) 2011 was repeated on the same analyzer and recovered >10,000 miu/ml (accompanied by a data flag). The sample performed an auto rerun with a 1:100 dilution and generated a beta-hcg result of 49,316 miu/ml (accompanied by a data flag). The sample drawn on (B)(6) 2011 was repeated again using an elecsys 2010 analyzer. The sample was diluted 1:100 and generated a result of 50,099 miu/ml. This result was also reported outside the laboratory. The patient was not treated based on the initial beta-hcg result. The patient was not adversely affected by the event. The field service representative did not determine a cause. The customer suspected there was possibly a bubble in the original sample tube. The field service representative performed checks including sample probe alignments. He found loose screws on the reagent probe mechanism which he tightened and adjusted. The field service representative ran performance tests which were acceptable.

Manufacturer narrative:
It is unknown if the initial reporter sent a report to the FDA.